Event description:
According to the reporter: during a donor nephrectomy, the device could not cut tissue. The tissue got burned and another handpiece was used to complete the surgery. No bleeding was reported and nothing fell into the patient cavity. No further details about incident was reported.